Event description:
It was reported that during a da vinci s hysterectomy procedure, while using the monopolar curved scissors (mcs) instrument with a tip cover accessory installed, the surgeon noticed a spark from the tip of the msc instrument. The surgeon immediately removed the mcs instrument and replaced the tip cover accessory. The planned surgical procedure was completed with the replacement tip cover. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The tip cover accessory has not been returned for evaluation, however, the customer provided pictures of the accessory for further analysis. Per the customer reported complaint, engineering viewed a hole in the silicone, approximately .080 inches above the silicone to sleeve interface. The hole appears to be .025 to .030 inches in diameter with localized melting all around the hole that is indicative or arcing. Engineering concluded that the arcing was likely due to insufficient silicone dielectric strength. High generator settings may have also contributed to arcing.